Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump stopped, and the staff restarted the pump on p2. It was reported that the motor current and flows were very abnormal, so pump was explanted. It was noted that the patient was on support longer than the device indication. After removal, the patient was hemodynamically stable. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired.

Manufacturer narrative:
B2: date of patient death is unknown the investigation for the reported pump stop has been completed. The product was returned. Per the results of the clinical review and investigation: the root cause of the pump stop was determined to be bearing wear. The pump stop occurred on day 11 of support which is beyond the 8-day design life as noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.